Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump did not have a sensitive act key. The patient's blood glucose was normal and did not require medical treatment. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder out of phase also, unable to perform displacement test due to constant motor error alarm. All of the buttons functioned properly and no damage was found on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. No cosmetic damage noted.